Event description:
Rn noted poor blood return from vital-port during early morning blood draw. Rn could easily flush line although rn noted soft swelling around site. Rn notified md who examined pt and noted similar findings. Chest x-ray revealed that catheter disconnected from hub and was floating in the superior vena cava/right atrial junction. Under general anesthesia, the child underwent removal of the catheter via a right femoral approach, and removal of the hub from the right chest pocket.